Event description:
A piece of the ncircle stone extractor broke off on the kidney stone in a patient. The broken piece of the stone extractor was removed from the patient. FDA safety report ID # (B)(4).